Event description:
Three months postoperatively, the pt experienced symptoms of congestive heart failure and an echo showed a large paravalvular leak. Attempts were made to treat the pt medically; however, the pt still required reoperation. Intraoperatively, approx 25% of the annulus had dehisced near the anterior leaflet of the mitral valve from the 1 o'clock to 5 o'clock position. There appeared to be fibrinous material in this area, which was cultured. The rest of the valve was intact and contained no pus. The valve was explanted and replaced with a 33mj-501. Tee showed no paravalvular leak and normal valve function.